Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl. Low bg cause was not known. Reportedly, customer was found unresponsive and taken to the emergency room (ER). Method of treatment was not available and customer was discharged from ER the following day with the issue resolved.